Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was explanted after exhibiting a high out of range shock impedance. It was determined that this lead was fractured and the cause of the out of range impedance measurement possibly due to a patient fall. No additional adverse patient effects were reported.